Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that around 20 medfusion 3500 feeding pump devices have been showing -system failure: primary audible alarm post and alarm bgnd test- during startup of the devices. To clear out these errors, biomedical technician enters the biomed pass codes which the nurses don?t have access to. They tried to tackle the issues based on the service manual which says to check the speaker and couldn?t see any issue with it. Since the error messages pop up intermittently, customer would like ICU medical to give them any technical support to get rid of it. Product photos depicting alarms are attached. Additional information received via email from customer on 15-apr-2022 and attached by ICU medical in complaint: most of the pumps have been returned to service after biomed technician cleared out the biomed passcode by inputting the code but he provided 6 pump serial numbers and date of event (B)(6) 2022. All 6 events happened in the hospital while the pump was in use with a patient. He is going to send ICU medical a couple of pumps that have the same issue for evaluation. Additional information received via email from customer on 20-apr-2022 and attached by ICU medical in complaint: the complaints came before using the pumps with patients, so I don?t believe there was patient involvement with them. Regarding the six devices? Information, I left some of the spreadsheet blank for I didn't have the information. Among those 6 two of them returned to service while four of them are still here. I have decided to send you these four devices for your evaluation: serial numbers (B)(4). The first two are found from the spreadsheet I have sent you before, but the last two are new ones that came to our shop yesterday having the same issue. No patient injury was reported.